Manufacturer narrative:
Information was not provided. Consumer did not have product catalog number, lot number or sample for this event. Without a lot number, expiration date and manufacturer date could not be determined. End of report.

Event description:
A mother alleged her daughter experienced severe redness, itching, blisters and a weeping rash when 1/2" 3m¿ steri-strip¿ adhesive closures were applied to her bilateral breast incisions following a breast reduction surgery. The reaction initially occurred everywhere the steri-strip¿ closures were applied and then progressed beyond the areas of application. The daughter was initially treated with a prescription steroid dose pack and otc oral benadryl. The reaction was not resolving so a dermatologist was consulted. The dermatologist prescribed another steroid dose pack, an anti-itching oral medication and a topical prescription cream.